Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 78-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support. On day three of support after the purge bag and cassette change, the automated impella controller (aic) alarmed purge pressure low. The team observed the purge disc holder was cracked. The aic was replaced. No patient harm was reported, and support continues.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned for investigation. Data logs from the complaint date revealed that the console issued the purge pressure low alarm several times. After visual inspection of this console, the purge retainer was confirmed to be broken. Clinical staff reported that there was a small crack in the blue retainer, but we received it with the purge retainer completely broken off.